Manufacturer narrative:
This is a retrospective electronic medical device reporting. Some information (especially the patient information) was not available as the event was occurred in 2023. The is an initial and also a final report to FDA, supplemental report is not available as the incomplete information was no longer accesible.

Event description:
Unable to get ''025 cordis wire to track through the tip of the catheter. It tracks down the catheter but will not track through the tip. Happened with 3 units out of 5 in a box, 1 unit was used successfully. There was no consequence for the patient.